Event description:
It was reported that the ilet device stopped displaying continuous glucose data from a dexcom g7 sensor while the dexcom g7 mobile app continued to show glucose readings, indicating signal loss between the cgm and the ilet. Symptoms included risk of interrupted automated insulin dosing with potential for delayed glucose-informed therapy adjustments. Outcomes included dosing warnings and a temporary interruption of cgm-driven dosing on the ilet, with continued glucose visibility on the dexcom app. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the user interface setting on the ilet required confirmation of the correct cgm model and re-entry of the four-digit pairing code, after which pairing was expected to re-establish following a brief synchronization period. It was concluded that a connectivity and configuration issue between the ilet and the dexcom g7 was addressed through troubleshooting and education, with instructions to monitor pairing status and call back if unsuccessful.